Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction: the lens was explanted from the right eye and was replaced with a non-amo lens. Device evaluation: the returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut in two (2) pieces, most probably related to explant process. Black dots were present on the lens, and the optic appeared damaged. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to multifocal intolerance. Patient was noted to have decreased contrast sensitivity.